Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that heartstart mrx had a loss of etco2 waveform and the readings were off. There was no pt involvement.